Manufacturer narrative:
Batch review performed on 07.may.2021: lot 188901: (B)(4) items manufactured and released on 10-dec-2018. Expiration date: 2023-11-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: cup: mpact 3dmetal 01.38.052dh acetabular shell ø52 two-hole (k171966) lot. 153941: batch review performed on 07.may.2021: lot 153941: (B)(4) items manufactured and released on 4-apr-2016. Expiration date: 2021-01-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017. Preliminary investigation performed by r&d project manager: preliminary investigation performed on 26th may 2021. The images show the implant just explanted, covered with tissues and blood and with no visible particular signs. From the received information it is not possible to determine the root cause of the event. A further deeper analysis could be performed after the receipt of the pieces.

Event description:
2 years after the primary surgery the patient came in reporting pain do to developing iliopsoas tendonitis. The cause of the iliopsoas tendonitis is unknown. The surgeon revised the cup and liner. The surgery was completed successfully.